Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was part of a pocket revision due to erosion. Reportedly, after opening the pocket a small piece of what looked like dried medical adhesive was found. The rest of the pocket looked intact and no infection. The field representative was uncertain if the patient was on antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.